Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and missing end cap sticker. No moisture damage on motor assembly or electronic assembly noted during visual inspection

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a button error alarm on her insulin pump. Customer stated that the insulin pump had been exposed to pool water the previous day. Blood glucose level was 70 mg/dl. No further information was provided.